Event description:
It was reported that the device double beeps with no cassette during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label is intact, and the housing is damaged. The event logs were not provided. The device was visually inspected, and a functional test was performed. The reported failure was not replicated. The root cause of the event cannot be established. The downstream occlusion sensor will be replaced as a preventative measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.